Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient expired within 30 days of implant. The cause of death was due to chronic respiratory failure. The physician does not allege the device or procedure contributed to the death.

Manufacturer narrative:
No device analysis is available because the device remains implanted. The physician stated the cardiomems device did not contribute to the death and that the cause of death was the result of chronic respiratory failure.